Event description:
It was reported that the device exhibited under infusion. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates are not required. H10: no product was returned therefore, no visual or functional evaluation can be performed. We are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most likely root cause for delivery accuracy issues with the pump is the expulsor. The product is beyond a year from the manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously. Describe event or problem: updated with additional information received. Model number: 2120.

Event description:
Additional information was received by the manufacturer on 01-aug-2022 via email and attached in the complaint object. The reported issue was found during testing with no patient incident.